Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on during a recent patient event. The customer advised that the patient, a (B)(6) female, was deceased upon arrival. The customer was going to use their device to confirm the patient's ECG was asystole and did not intend to use the device for resuscitation efforts. The customer advised that the device use did not contribute to the patient's outcome because the patient showed conclusive signs of death, including rigor mortis. A backup device arrived on-scene 6-8 minutes after it was requested, to confirm that the patient was deceased. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control replaced the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.